Event description:
It was reported that during a procedure of the heavily calcified, chronic totally occluded (cto) right coronary artery, attempts to deliver two different non-abbott penetration catheters were unsuccessful. A 1.2 mm x 6 mm rx minitrek balloon catheter was advanced but could not cross the lesion. The same minitrek was positioned proximal to the cto lesion and dilatated 6 different times in the vessel at 14 atmosphere alternating with the balloon being removed from the anatomy. Increasing resistance was noted between the guide wire and the guide wire lumen of the minitrek during the advancing and removals. The minitrek was not used further in the procedure. Several non-abbott balloon catheters were delivered towards the cto lesion but all failed to cross the lesion. The procedure was abandoned. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: xt-r, ultimate, wizard; guide cath: 7fr launcher sal 2.0sh. Evaluation summary: evaluation of the returned mini trek catheter noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the catheter being advanced over a guide wire. The balloon was loosely folded. The inner member was collapsed 1.5 cm proximal to the proximal seal. There were multiple bends noted to the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified and totally occluded which likely contributed to the reported difficulty. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. An attempt was made to advance a full length mandrel through the tip and inner member but there was strong resistance in the inner member 1.6cm proximal to the proximal seal. The mandrel was not able to be advanced past the collapsed inner member. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. A new .014in guide wire was backloaded through the balloon catheter with no resistance noted. After the new .014in guide wire was backloaded through the balloon catheter, the balloon was inflated to the rated burst pressure (rbp) and the catheter was checked for guide wire collapse reversibility. The guide wire was frozen in the inner member while the balloon was pressurized and was able to be removed from the balloon catheter when the indeflator was in the neutral position. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations, and as the guide wire lumen was noted as not collapsed after pressurization, there is no indication of a product quality deficiency. A review of the device lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position the guide wire or failure to advance for this lot. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during manufacture. All dilatation catheters are visually inspected and checked for proper guide wire movement. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.